Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately six months after upgrade to bi-ventricular system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: c154dwk ICD, implanted: (B)(6); 5076-65 lead, implanted: (B)(6) 2009; 5076-65 lead, implanted: (B)(6) 2007; 6884 lead extender, implanted: unknown. (B)(4).